Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a gradual increase in shock lead impedances (sli) over the past months. The measurements as high, out of range at this time. A commanded shock was recommended at some point but also an increase in the sli upper limit from 125 to something higher and if they will monitor the patient. The rv lead remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has been showing a gradual increase in shock lead impedances (sli) over the past months. The measurements as high, out of range at this time. A commanded shock was recommended at some point but also an increase in the sli upper limit from 125 to something higher and if they will monitor the patient. The rv lead remains in service at this time. Additional information was received from the field representative mentioning that the commanded shock was completed, and all went well. There were no other actions completed for this rv lead that remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.